Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. The connector pin of the lead became extrinsically damaged due to pulling/stretching/overstress. The distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated damage at implant. The analyst commented that the lead was returned with the helix extended and blood was visible on it. The helix extends and retracts within specification. Since the connector pin is bent, this could cause a rotation issue. (B)(4).

Event description:
It was reported that the physician experienced difficulty extending and retracting the helix of the attempted pacing lead. The physician felt the helix was bent. The lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.